Event description:
Pt attached to pulse oximeter using another co's cable, this finger probe, with cable plugged into a third co's pulse oximeter. Physically the fit was perfect. The cable resembles another co's at the machine end and this co's at the pt end. This combination caused the finger probe to overheat and burn the pt.